Event description:
Additional information received from reporter on 31-jul-2024, for mw5156477. Updating information. My son underwent a medical x-ray procedure at an imaging center in (B)(6), on (B)(6) 2024. Due to an incorrect setup¿specifically the absence of a portable digital x-ray detector/collector, which is crucial for safety¿the device did not function properly and caused serious issues. My son was standing during the procedure, and the technician neglected to place the detector in position. I witnessed the entire procedure from the shielded area and had a clear view of my son, the x-ray device, the radiology technicians, and the screens. First, the radiology technologist placed a protective apron, designed for shielding genital areas, "on a metallic chair" just behind my son (does this align with standard protocols?).then he initiated the procedure by pressing the device button. A few seconds later, when no image appeared after the first x-ray exposure, the technician repeatedly pressed the activation button approximately 4 times. After several seconds during which the screen (monitor) remained black, an unexpected loud "taaap" sound was heard in the room, followed by the delayed appearance of an unusual grainy image on the screen (I was aware that this process should be prompt in digital imaging and not accompanied by any unusual sounds like a "taaap."). The resulting output significantly deviated from optimal parameters, producing a grainy image with a deviation index (di) of -9.5 (ei=90, target ei=800). The technician then realized that the detector/collector was not in place; it had been left under the bed (possibly from a previous procedure for another patient), far from where my son was positioned. The radiology technician then positioned the detector/collector for a standing x-ray and performed another exposure (ei=671, target ei=800, di=-0.8). After the second procedure, I politely asked the technicians to explain the cause of the loud sound & the error marked by the red flag on the screen. The two technicians appeared visibly stressed & attempted to delete the failed images & were unable to answer my questions. I promptly informed the facility's manager of the procedural failure, requested a comprehensive investigation & documentation, & asked for a detailed, evidence-based dosimetry report to facilitate further medical evaluations & consultations. The manager's behavior was very unprofessional & uncooperative; when I asked for assistance, we were told that the only option they could offer was to call 911, & we had to leave the imaging center without any compelling explanation or further advice on how we could obtain the dosage report or any other necessary information. This incident was immediately reported to my son's pediatrician & relevant regulatory authorities asap, including the radiologic health branch of the (B)(6) department of public health. I first contacted the medical board of (B)(6) and other organizations, but eventually realized that the radiologic health branch is responsible for investigating such incidents. I initially reached out to them through their website and submitted my complaint in late january or the first days of february. I followed up several times through emails and finally heard back from them on march 4 when an investigator informed me that they had been assigned to the case. On march 19, I had a brief conversation with the investigator over the phone, however, the discussion was too general & he did not provide accurate dosages, which I found unconvincing. I thanked them but informed them that I needed a detailed report. They assured me that everything was well-documented. I have since contacted them (the investigator and their section chief by email, also through their website) again to request a detailed written report. Unfortunately, after five months, they failed to provide an accurate dosimetry report or address our significant concerns about the x-ray device malfunction in a reliable, evidence-based way. After several inquiries, we were told that the device settings were likely 90 kvp, 5 mas and that the investigator visually identified and noted a total of two x-rays taken of my son (which would not be reliable without substantiation through required data). Despite our immediate & repeated requests for comprehensive dosimetry data concerning the radiation dose to which my son was exposed (including the device log, dicom images, and any other pertinent dosimetry data) a few weeks ago, we were informed that the relevant documents had been expunged! From the facility's database (given their uncooperative behavior from the beginning, the failed image(s) could have been intentionally deleted or intentionally not appropriately protected/backed up, especially considering this case has been under investigation). This lack of transparency is alarming and critically hinders a thorough evaluation of the radiation exposure's magnitude and the facility's compliance with safety protocols, raising serious concerns about procedural compliance and overall safety management. The magnitude of this overexposure is unclear and could be multiple times higher than safe levels, particularly for a pediatric patient. Such medical x-ray exposures typically occur within milliseconds, and modern x-ray systems often rely on feedback from the detector to regulate the exposure time. Without the detector, safety mechanisms may not function properly, so an exposure duration extending to even a few seconds could result in a significantly higher dose, potentially tens to hundreds of times greater. Moreover, with the device being triggered repeatedly and unprofessionally, the safety mechanisms are further compromised, and the taaap sound may indicate other serious technical malfunctions that warrant immediate investigation. Given the lack of a reliable dose estimation and the expungement of requested documents, we are left without the crucial data needed to determine the exposure time and to identify the specific device malfunctions and/or software errors that led to that unexpected loud sound and the failed image. My son experienced eye dryness immediately after the exposure, followed by skin irritation, temporary hair loss, repetitive nose bleedings & some other issues over the past ~5 months that could potentially be related to radiation exposure or high stress levels. Furthermore, considering the well-documented adverse effects of x-ray exposure, particularly on pediatric patients, and the potential for serious medical issues to manifest months or even years after, my family is experiencing considerable distress. We respectfully request a comprehensive assessment of the incident to fully understand the procedural and documentation failures at both the facility and the radiologic health branch. We seek detailed clarification on the extent of the device malfunction, the amount of x-ray released during the error, and the reasons behind the expungement of these crucial documents. Could you please confirm if there are any backup or recovery systems in place that might still contain these images or details about the xray exposure amount (e.g., xray characteristics & the exposure time, etc.)? There may be a device log accessible from the manufacturer and other relevant documentation that could help in understanding the incident. We would greatly appreciate your assistance in obtaining these to better understand the magnitude of the x-ray exposure. These are our main questions: given that a chest x-ray should only last a few milliseconds, could the absence of a detector/collector, and thus no termination feedback, mean that each second of exposure results in up to 1000 times more radiation? Could the x-ray device have emitted x-rays continuously for several seconds (about 10-20 seconds or even more) due to incorrect setup or malfunction, especially given the multiple activations by the technologist? How can we calculate the dosage my son received if the device has been releasing x-rays without termination feedback, especially considering the expungement of crucial data and the lack of information on the exact exposure time? Given that six months have passed without satisfactory outcomes from the radiologic health branch in california, we are understandably distressed. May I respectfully request that the FDA consider directly investigating this case? If possible, could you kindly provide an anticipated timeline for when we might expect the investigation results?

Event description:
I am contacting you to request the intervention and expertise of the u.s. Food and drug administration concerning an incident that occurred during an x-ray procedure performed on my son in (B)(6) 2024 ~ 1 pm, at (B)(6) center at (B)(6). Due to an incorrect setup, specifically the absence of a portable digital x-ray detector/collector, which is crucial for safety, the device did not function properly and this caused some issues. The technician neglected to set up the device correctly, and after no image appeared upon the first x-ray exposure, he repeatedly pressed the activation button (~4 times). After several seconds, an unexpected loud "taaap" sound was heard in the room, followed by a delayed appearance of a grainy image on the screen--this process should be prompt in digital imaging. This resulted in an output significantly deviating from optimal parameters, with a deviation index (di) of -9.5 (ei=90, target ei=800). The technician then realized that the detector/collector was not in place (it was under the bed, far from my son who was standing for a chest x-ray). After putting the detector/collector in place, he performed another procedure (ei=671, target ei=800, di=-0.8). I witnessed the entire procedure from the shielded area and politely asked the technicians to explain the cause of the loud sound and the error marked by the red flag on the screen. The two technicians appeared visibly stressed and attempted to delete the failed images and were unable to answer my questions. I promptly informed the facility's manager of the procedural failure, requested a comprehensive investigation and documentation, and asked for a detailed, evidence-based dosimetry report to facilitate further medical evaluations and consultations. The manager's behavior was very unprofessional and uncooperative; when I asked for assistance, we were told that the only option they could offer was to call 911, and we had to leave the imaging center without any compelling explanation or further advice on how we could obtain the dosage report or any other necessary information. This incident was immediately reported to my son's pediatrician and relevant regulatory authorities asap, including the radiologic health branch of the (B)(6) department of public health. Unfortunately, after five months, their response has been inadequate. The investigator assigned to our case has failed to provide an accurate dosimetry report or address our significant concerns about the x-ray device malfunction in a reliable, evidence-based manner. After several inquiries, we were told that the device settings were likely 90 kvp, 5 mas and that the investigator visually! Identified and noted a total of two x-rays taken of my son. Despite our immediate and repeated requests for comprehensive dosimetry data concerning the radiation dose to which my son was exposed--including the device log, dicom images, and other pertinent dosimetry data--we were recently informed that the relevant documents had been expunged! From the facility's database. This lack of transparency is alarming & critically hinders a thorough evaluation of the radiation exposure's magnitude and the facility's compliance with safety protocols, raising serious concerns about procedural compliance and overall safety management. Given that the requested documents are now expunged, we lack crucial data to determine the exposure time and identify specific errors in the device or software. The magnitude and nature of this overexposure are unclear and could be multiple times higher than safe levels. We respectfully request a comprehensive reassessment of the incident to fully understand the procedural & documentation failures at both the facility and the radiologic health branch. We seek detailed clarification on the extent of the device malfunction, the amount of x-ray released during the error, and the reasons behind the expungement of these crucial documents. We can provide more evidence/info as needed. Given the well-documented adverse effects of xray exposure, particularly on pediatric patients, and the potential for serious medical issues to manifest months or even years after overexposure, my family is experiencing considerable distress. The potential uncontrolled and unfocused xray release, or significant scattered radiation, increases the risk of serious adverse effects, including various cancers and chronic medical issues over time. The sensitivity of the exposed area, which includes vital organs such as the heart, lungs, liver, thyroid, etc. And potentially other parts of his body, raises significant concerns. An apron designed to protect genital organs was unprofessionally placed on a metal chair between the xray generator and my son! (Behind him). My son experienced eye dryness immediately after the exposure, followed by skin irritation, and some other issues that could potentially be related to radiation exposure or high stress levels. These included slight changes in blood tests, also abnormal and repetitive nosebleeds starting a few weeks later, which had never occurred before (over 20 times in a short period). Lab results proved extended bleeding times, despite the patient having no prior history of bleeding issues and no family history of bleeding disorders. The pediatric patient, parents, and other family members have been experiencing a very high level of stress and anxiety since the incident. This stress was initially triggered by hearing the loud tap sound, witnessing the technicians' stress and their attempt to delete the failed image promptly and without providing reliable explanation, and enduring the facility manager's very unprofessional behavior. The lack of immediate action and expected responsiveness from the radiologic health branch, compounded by the expungement of the device log, has left us with lifelong uncertainty about the amount of radiation exposure. Without valid dose estimation, we are emotionally burdened and unsure of what to expect in the short and long term.